Event description:
A physician reported a patient who received a treatment on 11/18/96 in the oral commissures and nasolabial folds. On 12/11/96 the patient developed and presented with redness, swelling, and itching at all treatment sites. The physician diagnosed a hypersensitivity; oral duricef was prescribed.